Manufacturer narrative:
Concomitant products used during the procedure: b-braun inflation device, radifocus stiff guidewirethe product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the powerflex p3 7 x 4 80cm balloon catheter ruptured at nominal pressure. The physician experienced difficulty removing the device from the vessel/patient due to severe vessel tortuosity, but successfully removed the device using a radifocus guidewire-stiff type. The physician then used a new conquest 8 x 40 balloon catheter to complete the procedure successfully using the same inflation device. There was no reported patient injury. The patient was reported to be in stable condition post-procedure. The target lesion was a brachial shunt. The lesion was reported to be: moderately calcified, severely tortuous, and an 80% stenosis. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. A b-braun inflation device was used for the procedure. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. The balloon re-wrapped properly. The catheter did not kink during use.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the powerflex p3 7 x 4 80cm balloon catheter ruptured at nominal pressure after inflating normally. The physician experienced difficulty removing the device from the vessel/patient due to severe vessel tortuosity, but successfully removed the device using a radifocus guidewire-stiff type. The physician then used a new conquest 8 x 40 balloon catheter to complete the procedure successfully using the same inflation device. There was no reported patient injury. The patient was reported to be in stable condition post-procedure. The target lesion was a brachial shunt. The lesion was reported to be moderately calcified, severely tortuous, and an 80% stenosis. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. A b-braun inflation device was used for the procedure. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The contrast and contrast to saline ratio used is not known. The same inflation device was used subsequently without any problem. The balloon re-wrapped properly. The catheter did not kink during use. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r1208162 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot r1208162. Subassembly lot 0311080292 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. Balloon assy. Subassembly lot 0111080220 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. Burst balloon test results were reviewed and no anomalies were encountered during manufacturing process of this lot. Balloon assy. Subassembly lot 0111080172 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. Burst balloon test results were reviewed and no anomalies were encountered during manufacturing process of this lot. Although no definitive conclusion can be made without the return of the device, with review of the available information the calcified tortuous vessel/lesion characteristics are identified factors that may have contributed to the balloon burst and as reported contributed to the withdrawal difficulty. Based on the available information, there is no indication that the event is related to the device manufacturing process; therefore, no corrective actions will be taken at this time.